Event description:
Patient presented to the physician with an infection at the chest incision site. Culture was taken and the results returned positive. Physician prescribed antibiotics. Physician brought the patient into the or three days later, opened the chest incision, performed a wound irrigation procedure, and closed. Physician prescribed antibiotics after the procedure was completed.